Event description:
During an atrial fibrillation (a fib) procedure, a farawave catheter was selected for use. However, the catheter failed to flush properly, with bubbles appearing during the process. The catheter was subsequently removed, and the sheath was re-flushed, which functioned normally. The catheter was then flushed separately. Upon reinsertion into the sheath, the catheter still did not flush completely. The catheter was replaced. The procedure was completed without any patient complications. The device is not expected to be returned due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.